Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, and developed a pneumothorax requiring a chest tube and hospitalization. The size of the biopsied lesion was 2.2 cm and located in the left upper lobe (lul) inferior lingular segment near the pleura. A 21g flexision needle was used during the procedure. Per the physician, the ion product did not cause the pneumothorax and it would have likely occurred with another modality as the patient did have a CT guided biopsy. The physician stated it was a normal expectation for a pneumothorax to occur based on the nature of the procedure. Also, since the nodule was near the pleura, the risk for a pneumothorax was possible. The procedure was completed. The patient did not experience symptoms of a pneumothorax. The pneumothorax was moderate in size and identified post procedurally via chest x-ray. A chest tube was placed and the patient was already on oxygen due to hypoxia prior to the procedure. No additional treatments were provided to resolve the pneumothorax. The patient has a history of a pulmonary embolism (pe and emphysema. The patient was hospitalized for 3-4 days and then discharged home. No video was available for review. No malfunction occurred with the ion system.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.